Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's retention issues and swelling reportedly resolved. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
On february 19, 2021, the recipient reportedly underwent skin graft surgery. The recipient is experiencing retention issues and presenting with mild swelling. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly underwent a skin graft surgery due to breakdown caused by a strap from a continuous positive airway pressure (CPAP) machine. The recipient resumed device use.